Event description:
Literature was reviewed regarding long-term durability of self-expanding and balloon-expandable transcatheter aortic valve prostheses.  The study population included 221 patients who were predominantly male with a mean age of 79.4 years.  Of these patients, 143 were implanted with a medtronic corevalve bioprosthetic valve.  Among patients in the self-expanding valve group, two experienced valve-related reintervention or death.  No further details were provided on these events.  Among patients in the self-expanding valve group adverse events included: structural valve deterioration requiring intervention, aortic stenosis with mean gradient >20 mmhg, severe central aortic regurgitation, major vascular complications, stroke, and arrhythmia requiring permanent pacemaker implant.  No additional adverse patient effects were reported.

Manufacturer narrative:
Citation: ali et al. Long-term durability of self-expanding and balloon-expandable transcatheter aortic valve prostheses: UK tavi r egistry. Catheter cardiovasc interv. 2023 apr;101(5):932-942. Doi: 10.1002/ccd.30627. Epub 2023 mar 15. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.